Event description:
Complaint received that alleges "large wound at heel, wounded skin is softened and white with black frame, looks like after a long bath, maceration". Questionnaire was received from customer or clinician. Clinician had directed patient wear the walker 14 days without opening, lay down the foot very often, not to walk too much, wear the white sock. Device not reviewed by manufacturer at this time.

Manufacturer narrative:
Product was returned for review. "Minimally used, only the hook was unglued in the part of top of the boot (not related with the cause of the reported issue), the other components are in good conditions".